Manufacturer narrative:
This follow-up report documents the results of the completed evaluation. No further follow-ups are anticipated. The device was examined and indications of wear from normal usage were found. The manufacturing records were reviewed; there were no indications of manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report two of two for the same event; see also 0002184052-2016-00134. Reference reports 2184052-2016-00132 and 2184052-2016-00133 for the other cases reported.

Event description:
It is reported the surgeon performed three acdf (anterior cervical discectomy and fusion) cases using three different sets, the two hex screwdrivers in each set would not hold onto the screws due to wear of the hex head. The surgeon applied bone wax to the perimeter of the screw head/screwdriver interface and was able to fixate the plate. No adverse event was reported.